Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 45 mg/dl. Customer did not feel okay to perform troubleshooting. It was unknown if the auto mode was active at the time of incident. No further patient complications were reported. The insulin pump will not be returned for analysis.